Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Both shock and pace impedance measurements recently began to rise gradually. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Further lead evaluation was recommended and possible lead calcification was noted. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Both shock and pace impedance measurements recently began to rise gradually. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Further lead evaluation was recommended and possible lead calcification was noted. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: evaluation conclusion code d12 / known inherent risk of device was added to the report.